Manufacturer narrative:
The sample has been received and in-house eval is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. The root cause is unk at this time. (B)(4).

Event description:
A nurse reported that a knife was not sharp. No known pt impact or consequence. Additional info has been requested.